Event description:
Literature: gallas s, michot f, faucheron jl, et al. Predictive factors for successful sacral nerve stimulation in the treatment of faecal incontinence: results of trial stimulation in 200 pts. Colorectal dis. 2011;13(6):689-696. Doi:10.1111/j. 1463-1318.2010.02260.x. Summary: the authors investigated the effect of sacral nerve stimulation (sns) on continence and quality of life (qol) and tried to identify specific predictive factors of the success of permanent sns in the treatment of fecal incontinence. Two hundred consecutive patients (six men; median age = 60; range 16-81) underwent permanent implantation for fi from (B)(6) 2006 to (B)(6) 2008. The authors reported that chronic sns greatly improved continence and that stool consistency and low stimulation intensity have been identified as predictive factors for the short-term outcome of sns. Reportable event: the authors reported that after implantation of 200 complete neurostimulation systems, 43 pts experienced pain of which 32 were treated with modification of stimulation parameters and/or drugs, 8 required repositioning of the ipg, and 3 required ipg removal. Three patients experienced infection of which 1 was treated with antibiotherapy and 2 had their ipg removed. Three patients experienced lead breakage/stimulator dysfunction, all three had replacements.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. It is also possible several events occurred in one pt. The pt info provided in is the average for all the pts. At this time, no add'l info was available. Add'l info regarding the pt, event, interventions and outcome has been requested.